Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure a persistent recoverable error occurred against arm 2. Intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the live logs and found error 26004 occurred against arm 2 axis 1, indicating a brake test failure. The isi tse walked the customer through a hard power cycle of the patient side cart (psc) and had the customer backdrive axis 1 on usm 2. The system powered on normally with no further issues. The surgeon elected to convert the procedure to laparoscopic to finish the procedure, due to the error not recovering prior to calling the isi tse. There were no reports of patient injury.

Manufacturer narrative:
Isi has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) 2 was analyzed and failure analysis investigation confirmed and replicated the customer reported complaint. The usm was tested on an in-house system and failed normal mode as it triggered errors 26004 on the yaw brake.